Manufacturer narrative:
The lot number of the device was not identified, but there were no irregularities in the manufacturing records for the past 6 month from the date of event. Please cross-reference the following report: 8010047-2015-01275.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The lot number of the device was not identified. Manufacturing records for the past 6 month from the date of event are under investigation. After the review of manufacturing records, this report will be supplemented. The exact cause of this issue cannot be conclusively determined. Based on the characteristic of the device, it is known that the coagulation may be incomplete if vessels are grasped improperly and the device activated. The instruction manual of the subject device already states; warnings: coagulation may be incomplete due to thick vessels or certain blood characteristics. To be sure, prepare other instruments, the metal clips, and stapler. Confirm the state of tissue and/or vessel when using the thunderbeat. After removing the instrument, be sure to examine the tissue for hemostasis. If bleeding is observed, conduct hemostasis with appropriate techniques. Please cross-reference the following report: 8010047-2015-01275.

Event description:
It was reported that the surgeon couldn't seal properly in 2 cases when he used the subject device. No further information was reported. And olympus staff has been unable to get additional information. This is the second report of two.